Manufacturer narrative:
.

Event description:
A physician's handheld device froze intermittently at the "interrogation successful" screen while interrogating a generator in the package. The issue resolved after performing a hard reset. The frozen screen issue with the software flashcard was previously investigated and the root cause was determined to be due to a failure in the api function that results in control of the device not returning to the cyberonics software. The most probable cause is an anomaly in the interface between the microsoft provided software and the (B)(4) hardware which results in the (B)(4)'s inability to locate specific memory directories within the file system.